Event description:
The customer reported the x-ray tube needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. No report on repair status of this system. (B) (4).